Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia detected by a continuous glucose monitor after announcing a meal, with no pump alarms reported and no infusion set leakage observed, and the user suspected underestimation of carbohydrate intake; the pump cartridge was noted to be low prior to a guided set and supply change, which raised concern for interrupted or inadequate insulin delivery. Symptoms included elevated blood glucose. Outcomes included a post-intervention decrease in glucose to 170 mg/dl after the set and cartridge change. Investigation included remote troubleshooting and user education on performing a set and supply change. Investigation of this case revealed that a low cartridge with potential feeding limitation and possible incorrect meal size estimation contributed to high glucose, with no evidence of alarm function failure or set leakage. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors combined with reduced insulin delivery due to low reservoir volume.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.